Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician tested the batter and noted that the battery only lasted 10 minutes. The service technician replaced the battery to address the reported issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the battery would only last for 10 minutes. It is unknown at this time whether there was any patient involvement associated with this complaint.